Event description:
It was reported this was an arteriotomy closure of the right common femoral artery using the pre-close technique via a 6f sheath hole prior to a transcatheter aortic valve implantation (tavi) interventional procedure. Reportedly, a cuff miss occurred with the first prostyle device attempted. The sutures of two additional prostyle devices were successfully pre-placed. The sheath was upsized to greater than 8.5f and the tavi procedure was completed. When closing the access site, it was reported the suture of the second device had torn; therefore, the knot could no longer be tightened and had come loose. The knot of the third prostyle device was successfully advanced and closed the puncture site nicely, and there was no pulsating blood flow. An additional non-abbott closure device was used only for safety. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device will not be returned for evaluation; the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional prostyle device referenced is filed under separate medwatch report number.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record and complaint history could not be conducted because the lot number was not provided. In the absence of device returned for analysis, a conclusive cause for the reported difficulty could not be determined. Factors that contribute to suture detachment during knot advancement may include, but not limited to suture nick/damage, user technique (tensioning angle not coaxial). The subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling of the device.